Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implant intermittent flipping and the flipping of the implants is ¿uncomfortable¿ for the patient" confirmed by physical examination. This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported "implant intermittent flipping and the flipping of the implants is ¿uncomfortable¿ for the patient" confirmed by physical examination. This record is for the left side. Device was explanted and replaced. Device will be returned.